Manufacturer narrative:
Chemistry and batch record review for retained sample performed. Product was within specifications.

Event description:
Reporter reported a pt experienced red eyes and foreign body sensation, and was subsequently diagnosed with keratitis following the use of complete moistureplus. The pt was treated with tobramycin eye drops and hydrobenzole hydrochloride eye drops. A report in a newspaper (not confirmed by a healthcare professional or the medical records provided) stated that the pt had corneal epithelial loss in both eyes. Info provided indicated that the pt recovered. The complaint unit was not returned. Retained testing and batch record review were within specifications. The pt reported using more than one bottle of solution (see MDR 2020664-2006-00090). Root cause is unk.